Manufacturer narrative:
(B)(4). Date of event: day unknown. Only month (B)(6) and year (2019) known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoid colectomy, there was a stapler misfire on the cdh. The whole anterior row of staplers failed to fire. The surgeon informed me that the orange indicator was within its markings and the stapler was fired using the appropriate technique. The surgeon found partial staplers but the anterior wall staples where not present. The staple formation was not present on the anterior row the device did cut and it was fully circumferential around the target tissue. He has not mentioned the donuts, but he inspects them every time. The patient was given a stoma however the original plan was to connect the patient and not to stoma.